Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms one of the gray cam arm is missing. The missing cam arm was not returned with the device. The device exhibits signs of significant wear and use. A medical investigation was conducted and confirms per complaint details, there was no patient harm as a result of this broken device, and all pieces were recovered. Reportedly, the procedure was completed without delay, using a backup device. Therefore, no further medical assessment is warranted based on the information provided. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka surgery, the jrn ii bcs lck fem implant impact is broken. All pieces were recovered. The procedure was completed, without delay, using a s+n back-up device. No patient injuries and no other complications were reported.